Event description:
The customer reported that the sys had a saturation fault error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries, generator drive, and snubber board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.